Manufacturer narrative:
Device evaluation summary: monitor (B)(4) was forwarded to zoll engineering upon receipt for failure analysis. Upon receipt, the device would not power on. Preliminary analysis indicates the 5 volt power supply failed, which caused the converter to stay powered on. This, in turn, caused a capacitor on the high voltage board (c19) to overheat and distort the surrounding plastic enclosure. The cause of the pt reporting a "stinging feeling" on her back was the tactile motor continuously running while the monitor was resetting. Root cause analysis of the faulty 5 volt supply is still ongoing. A supplemental report will be sent upon completed root cause analysis. No adverse event resulted from the defective power supply. The pt rec'd a replacement monitor.

Event description:
A nurse practitioner from children's hospital in (B)(6) contacted zoll customer support while assisting a (B)(6) female patient to report that the patient believes she was treated. Her monitor will not power on and the plastic casing appears to be melted. The patient was issued a replacement monitor.